Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a foreign object in the channel cavity and due to this clogging, the tube cleaning brush or the forceps could not be inserted. This finding was due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the connecting tube had a wrinkle due to deterioration or due to excessive bending. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the angulation lever did not move smoothly due to damage to the control section. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: control unit, grip, angulation lever, lock engagement lever, universal cord, video connector and on the video connector case. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer submerges the endoscope in cleaning fluid. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, a brush tip had broken off and remained in the channel of the cysto-nephro videoscope. The reported issue occurred during washing/ cleaning of the scope post procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign body was a cleaning brush. However, the cause of the remained foreign body could not be identified. The review of he instructions for use identifies the following verbiage, which may prevent the phenomenon: "warning: bw-15b for cleaning the channel is a consumable. Single use channel cleaning brushes (bw-201b) are not reusable. If these brushes are used repeatedly, they may bend or buckle the brush part, and the brush part may come off during use. Before and after use, ensure that the brush is free of damage and abnormalities. If a part of the brush falls into the channel of the endoscope, it should be retrieved immediately. Confirm that no part of the brush remains in the forceps channel and suction channel by carefully inserting a new brush into each channel. If a part of the brush is left in the channel, it may fall into the patient's body cavity in the following cases. Depending on where it remains, it may not be recovered by inserting a new brush.". Olympus will continue to monitor field performance for this device.